Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 599 mg/dl. The representative stated that the patient was hospitalized for hyperglycemia. The representative stated that the customer felt jittery and off. The customer stated that she gave herself a 10 unit bolus and she was at 599 mg/dl at the time of hospitalization. The customer stated that she had some changes done on her pump from her endocrinologist. The doctor stated that there has been a malfunction on the pump. The customer was advised to call back tomorrow to troubleshoot the pump.